Manufacturer narrative:
The customer inquired a third party for repair. No further information or action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too low. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user.